Manufacturer narrative:
(B)(4). Batch # m92c9k. The device was received with upper jaw detached not returned and the I-blade upper tip broken lifted. In addition, the cable was cut off. The cable cut off is not related with complaint. Due to the returned condition of the device, no functional testing could be performed with the generator. Therefore, we are unable to investigate further the activation issues. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a liver resection procedure the top jaw came off. It was unknown if the jaw had to be retrieved from the patient. The surgeon reported that they were operating on parenchymal tissue when the jaw came off. The procedure was completed with another device of the same product code. There were no patient consequences reported.